Event description:
It was reported that the customer's insulin pump had leaks past both o rings. It was also reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 350mg/dl. Troubleshooting occured. Advised reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.